Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads and external paddles were not returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge using electrode pads or external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.